Event description:
A surgeon reported that during vitrectomy surgery, multiple sys messages were displayed. Rebooting did not solve the problem. The sys was exchanged and the case was completed after a delay of approx 45 minutes. No harm to the pt was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).